Event description:
It was reported that a pt underwent a total pelvic floor repair procedure and a sling procedure in 2007. The resident was performing the dissection. After carrying out the procedures, at the end of the case, the surgeon did a rectal exam and found a hole in the distal rectum which he opined could have been created by the dissection rather than a trocar. The surgeon removed the posterior mesh, but left the anterior mesh and the sling device in place. The surgeon consulted a general surgeon who repaired the hole and then carried out a diverting colostomy as a 14 day precaution. The patient was given prophylactic antibiotics and the hospital stay was extended. As of three days later, the patient was doing well.

Manufacturer narrative:
Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.